Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. The investigational analysis completed (B)(6) 2019. The returned device was visually inspected, and it was found in normal conditions. The failure cannot be evaluated since the device was not returned with the original packaging. The customer complaint cannot be confirmed with the evidence returned. The DHR review confirmed that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a decanav electrophysiology catheter, and a tear in the package occurred. Initially this complaint was assessed as not MDR reportable as it was unclear if sterility was compromised. Follow up was performed to gain additional details. On (B)(6) 2019, additional information was received indicating that there was a separation from the outside plastic to the paper and exposure outside of the sterile area. The plastic had been separated from the paper backing causing the catheter to be exposed and contaminated. The issue was resolved by replacing the catheter. There was no patient consequence. The observed tear in the package has been assessed as an MDR reportable malfunction as sterilization was compromised. The awareness date was rest to (B)(6) 2019.